Event description:
It was reported that information was received from a patient's representative regarding an external device. The caller reports that they are having trouble with the recharger. Sometimes it connects immediately and stays connected, and other times it will disconnect and they have to move it and it can go on for 8-10 times. The caller spoke to a manufacturer representative (rep) about a year ago who palpated the patient's chest and thought maybe the problem was in the battery pack in the chest that maybe it had moved just a little bit from when it was installed and that might have been the issue. The representative recommended that if they continue to have issues, they should not replace the internal component first to rule that our first, before looking at the implanted neurostimulator (ins). An email was sent to the repair department to replace the device.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6). Implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.